Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (274-468 mg/dl. The pump supplies were changed and the high bg levels continued. A bolus via the pump was delivered to address the bg level. A pump system check was performed and no device issues were identified. Insulin injections were administered to lower the bg. The cause of the high bg was initially not known; however, upon follow up, the customer reported that the vial of insulin was the cause of the high bg. The customer had changed supplies and after using the new vial of insulin, the bg was within target range. Reportedly, the customer had used humalog in the cartridge for over approximately 4 days.